Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor glucose value and blood glucose value was 200 points off. The customer¿s blood glucose was 296 mg/dl and the sensor glucose was 104 mg/dl at the time of the incident. The customer¿s blood glucose was 172 mg/dl. The insulin delivery was not suspended due to sensor glucose value. The sensor will not be returned for analysis.